Manufacturer narrative:
(B)(4). Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Event description:
While conducting a method comparison (correlation study), the customer noticed that patient results for the architect ipth were slightly higher than those generated by the quest method. Discrepant patient results: patient #8: immulite ipth=64.8; architect ipth=93.5; patient #10: immulite ipth=51; architect ipth=76.4; patient #15: immulite ipth=24.5; architect ipth=77.4; patient #17: immulite ipth=51.3; architect ipth=88.6; patient #18: immulite ipth=61.3; architect ipth=79.4. No impact to patient management was reported since the results were not intended to be used for individual patient management.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.